Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak coming from the unicel dxi 600 access immunoassay system. Per customer, there was approximately 2 cups of fluid on the floor. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye protection at the time of the event. No injury or exposure was reported and no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and replaced the liquid waste peristaltic pump tubing. This resolved the leak. Repair was verified per established procedures and results met published performance specifications. Hardware is the root cause for this event. (B)(4).